Event description:
It was reported that during a lap myomectomy the surgeon found out that he was unable to close the jaw when he tried to grasp the tissue. The surgery just started and he only used it for dissection about 2 -3 times before the incident happened.

Manufacturer narrative:
(B)(4). Date sent: 8/8/2023. D4 batch #: x9643h. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: were there any patient consequences? This is an analysis of a video submitted for evaluation. One video was provided by the customer. On the video an enseal device was used. During the video, the user had difficulties to close the jaws fully. The blade tip appears to be damaged. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Based on the video, the reported event was confirmed. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the top of the I-blade lower tip broken off and not returned. Additionally, the electrode and ceramic separated from the lower jaw, and with the energy button detached and not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Please reference the instruction for use for more information. Although no conclusion could be reached as to how the button detached from the device it should be noted that our manufacturing process verifies the presence and functionality of the device prior to shipping. There is insufficient evidence related to what caused the damage to the electrode. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. A manufacturing record evaluation was performed for the finished device batch x9643h, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/31/2023. Additional information was requested and the following was obtained: were there any patient consequences? Ans: n/a.